Event description:
The pacemaker and ra lead were removed from service. The pacemaker was at eri and the lead displayed high thresholds. There were no adverse patient side effects reported. Should additional information become available, this event will be updated

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The pacemaker was returned and analyzed. The memory content demonstrated a normal functionality of the device while implanted and in service. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In agreement with the clinical observation, the device interrogation revealed the battery status eri. The archive data and the programmed parameters were inspected. High atrial pacing outputs of 4.5 v and 1.5 ms were documented in the archive data, consistent with the high pacing thresholds mentioned in the complaint description. This represents a high current program, which results in a faster discharge of the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. In conclusion, the pacemaker was fully functional. The battery status was anticipated. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.